Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation.the manufacturing process for the lead and the pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified.the data returned for analysis were inspected. In agreement with the clinical observation, the inspection showed an increase of the bipolar lead impedance, leading to a bipolar lead failure, and subsequently to a polarity switch to unipolar to assure the patients safety. The user was informed via an alert on home monitoring. It was reported that the lead was cut and the pacemaker explanted.should additional relevant information or the devices become available, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 11 months, oversensing on the ventricular channel was reported. No adverse patient side effects have been reported. The lead was capped.